Event description:
It was reported that the patient underwent a l5-s1 posterolateral fusion with l5-s1 pedicular instrumentation using titanium pedicle screws,an interbody cage, local bone graft and rhbmp-2/acs. It was reported that post-op, the patient developed chronic pain, nerve damage, unanticipated bone growth, and sexual dysfunction.

Event description:
It was reported that on (B)(6) 2004 patient underwent a lumbar laminectomy, diskectomy l5-s 1 on the right and pedicle screw instrumentation and a fusion using the medtronics legacy system as well as the interbody fusion at the level of l5-s1 using the capstone vertistack 25 x 10 rnm as well as bmp wrap using the bmp and posterolateral fusion. Postoperatively the patient had significant improvement in his condition. Leg pain went away completely. Dos (B)(6) 2004 patient underwent a lumbar myelographic procedure which indicates there was a posterior right paracentral lateral recess disc extrusion at l5-s1 preventing filling of the transversing right sided nerve root. The surgical procedure has been performed at the correct level and there are now bilateral pedicle screws at l5-s1 with bilateral bone graft and an l5-s1 intervertebral fusion cage at the disk space. Right l5 hemilaminectomy was also noted. Dos (B)(6) 2004 MRI indicates minor disc bulge and tiny spurs at c5-6 dos (B)(6) 2005 patient failed to keep appointment dos (B)(6) 2005 patient presents with c/o numbness down right side of foot and right leg pain. Dos (B)(6) 2005 patient presents for physical therapy post-op and states his last therapy session he has been re-injured in a car accident that occurred on (B)(6) 2005. Dos (B)(6) 2009 per MRI there is no disk herniation significant spinal stenosis or foramininal compromise. Posterior osteophyte/disk ridge at c5-6 does not produce significant stenosis and is stable in the interval. Dos (B)(6) 2009 patient presents with cc/o neck and back pain dos (B)(6) 2010 MRI of the thoracic spine indicates there are disc herniations that cause mild cord deformity and compression and some thecal sac impingement. At t6-7 this is slightly inferior to the disc level while at t8-9 it is superiorly to the disc level. Nevertheless there is no significant lateral or foraminal extension and there is no cord abnormality. Dos (B)(6) 2010 patient presents to the ER with complaints of pain radiating down the right leg. CT findings indicate posterior hardware and bony fusion of l5-s1. There is a well-developed s1, s2 disk. The fusion includes transpedicular screws at each of the l5 and s1 levels, as well as posterior bony fusion mass of the posterior elements. There is solid osseous bridging across the disk space with intervertebral body disk fusion in place. There is mild osseous narrowing of the l5 foramina bilaterally but this is unchanged.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.